Manufacturer narrative:
(B)(4)

Event description:
It was reported the vps console is not receiving synced doppler and ECG signal anymore. They do receive a blue bullseye, however, it is not in the correct location. As a result, they are obtaining an x-ray to confirm the catheter location. It is not known how many times this has occurred. There have been no patient deaths or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: it was reported the vps console is not receiving synced doppler and ECG signal anymore. They do receive a blue bullseye, however, it is not in the correct location. As a result, they are obtaining an x-ray to confirm the catheter location. The reported event was confirmed. One sample (unit n0032) was returned for evaluation. A photograph of the chest x-ray was not provided. A vps service engineer conducted an evaluation of the returned unit. The visual evaluation determined the returned unit was in acceptable condition. The power on test was performed and results of the test were acceptable indicating the unit is performing as intended. The event was not reproduced. A vps senior algorithm scientist reviewed 5 saved procedure datasets that were performed. The findings of that review are: no abnormalities were found in 2 cases. The third case had a very weak doppler signal observed. This very weak doppler signal might be due to the retreatment of the vps style inside the catheter. The 2nd procedure dataset shows a reasonable doppler signal. ECG p-wave amplitude grew over the threshold. The final tip location could be in the lower 1/3 svc to caj, however the operator finished the case without the stable bbe. Other remarks: the forth case, bbe was displayed for only 2 seconds during the first procedure session. No bbe was displayed during the second procedure session. The final tip location might be in the mid-svc. The fifth case had a continuous green arrow was displayed and terminated. The final tip location might be in the upper/mid-svc. The vps senior algorithm scientist concluded that these outcomes are due to the stylet was retreated inside the catheter and the operator finished the procedure without observing the stable bbe display (more than 7 consecutive bbe display). An in service will be requested to review proper stylet use and proper observation of stable bbe display. A device history record review was performed and no evidence was found to indicate a manufacturing related issue. Use error caused or contributed to this event because the user did not conform to the information in the IFU for the console. No further action will be taken.